Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model c154dwk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008; model 6947 implantable tachy lead, implanted: (B)(6) 2008; model 5076 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the epicardial lead exhibited occasional high impedances. The lead was capped and replaced with a chronically placed lead. No patient complications have been reported as a result of this event.